Manufacturer narrative:
The sales representative stated the patient was just checked and will likely have the device replaced within the next month. He stated he would return the device should he be present at the procedure when it's replaced.

Manufacturer narrative:
The device was returned and is currently in analysis. When analysis is complete, this report will be updated.

Manufacturer narrative:
Upon receipt from analysis, a review of device memory revealed that the device declared elective replacement indicator (eri) after experiencing two consecutive charge times greater than the extended mid-life eri charge time limit. The observed rate of battery usage was compared to the expected rate of battery usage; the results indicated that the monitoring voltage was normal. Although the battery itself had not depleted prematurely, eri was triggered earlier than expected due to a higher than expected cell impedance increase.

Manufacturer narrative:
The device remains in service at this time. Efforts to obtain additional information were made. Should additional information become available, this report would be updated.

Event description:
Boston scientific received information that this implantable defibrillator reached elective replacement indicator (eri) due to a charge time of 19.2s. The voltage was at 2.70v. The health care professional was concerned this device reached eri too early.

Event description:
One month later the device was explanted and the reason was indicated as normal battery depletion.